Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20063462, medical device expiration date: 2023-06-22, device manufacture date: 2020-06-16. Medical device lot #: 20073362, medical device expiration date: 2023-07-18, device manufacture date: 2020-07-15. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. (B)(4). Investigation summary: one used primary set, model 2426-0500 lot 20063462, was received by the customer for investigation. Upon visual inspection, it could be observed that the set's second smartsite needleless connector was disconnected from the tubing. No other defects were observed. A device history record review for model 2426-0500 lot number 20063462 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22jun 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: the customer's complaint that the tubing disconnected from the 2nd juncture was verified. Root cause description: visual inspection under magnification was performed on both the internal and external tubing engagement components. It could be identified that the solvent had not been properly applied to the tubing during the assembly process. Dimensional measurement confirmed the tubing to be within specification. Rationale: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 1 as lvp 20d dehp 3ss cv from lot 20063462, 1 set from lot 20073362, and 1 set from an unspecified lot "fell apart" during use. The following information was provided by the initial reporter: all three ¿fell apart¿ during priming with the tubing disconnecting from the 2nd juncture (same as the report from ed last week)."